Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was pulled back. The passive lead was originally placed on the septum so it was suspected that it did not fixate very well. The patient was also observed to have shortness of breath and chest pain. The patient underwent a replacement procedure, and this product was explanted and replaced. No additional adverse patient effects were reported.